Event description:
The customer reported the forceps elevator of the subject device was defective. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the adhesive on the light guide (lg) lens was peeled off. This report is being submitted for the malfunction found during inspection (adhesive on the lg lens peeled off).

Manufacturer narrative:
Upon inspection and testing of the device, the adhesive of the light guide lens was found to be peeled off due to handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled off due to stress applied during usage, external factors, or handling of the device. However, a definitive root cause could not be determined. In addition, service found the adhesive between the distal end of the device and the lg cover was chipped. The bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The adhesive on the bending section cover was chipped, the light guide lens was chipped, the up/down knob was stained, the universal cord was wrinkled, and multiple parts of the device were scratched due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.